Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H.3. Investigation summary: the product was returned to ethicon for evaluation. One labeled winding former with two needle suture pieces and one suture piece were received for analysis. The product code w6977 is double armed. During visual inspection of the returned samples, the swage and attachment area were observed to be as expected. The needle suture pieces were examined, and the ends were noted to be cut likely caused by a surgical instrument. Additionally, the suture piece was inspected, and the ends were found to be consistent with the needle-suture pieces. No anomalies or issues related to breakage suture was observe during the evaluation. A functional test was performed in one suture piece using an instron equipment and the tensile force was above the minimum requirements. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2025 and suture was used. During the procedure, the suture was broken when the surgeon attempted to sew the wound. Changed to another one to complete the surgery. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. H6 component code: g07002 pending device evaluation the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained: - it was reported that the event date is (B)(6) , 2025, and the alert date is august 12, 2025. Could you please provide a justification for this variance in the timing of the report related to this file? --loc just received the complaint from hospital in (B)(6) 2025.